Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtornic received information that a patient treated with a react-71 catheter had complications. Minimal hemorrhagic transformation on 24h post procedure angioscanner. Nihss score: 8, mrs socre: 0. Event poissibly related to study procedure. No actions were taken. The event is resolving. Pre-procedure mtici score: 0. Final post-procedure mtici score: 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported final post-procedure mtici score 3 ; nihss baseline 8. Post-procedure 24h nihss 5 and outcome of the event is recovering/resolving. No hospitalization, no treatment, and no actions. Event not related to procedure and devices, causal relationship to disease under study, not related to underlying condition or disease. What was the rationale for the relationship to system or procedure minimal haemorrhagic transformation on 24h post procedure angioscanner.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the event resolved on (B)(6) 2024.